Manufacturer narrative:
Medical product : cls spotorno stem, 145 uncemented, 8.0, taper 12/14 catalog #: 290009080; lot #: 2601617; biolox delta ceramic taper liner, size hh / 32 i.d. For use with 50 mm o.d. Size hh shellcatalog #: 00877500932; lot #: 2628062. Therapy date : (B)(6) 2013. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: dislocation. Event summary: it was reported that the study patient, 56 years old male with bmi=28.1 had a left hip luxation for the third time with a date onset (B)(6) 2013 after 1 year 3 months post-op. Subsequently, after 1 month he underwent revision surgery on (B)(6) 2013. Review of received data - adverse event form regarding the hip luxation dated (B)(6) 2012 which was treated by closed reduction is reviewed. Radiographic evaluation form dated (B)(6) 2012 indicates the inclination angle of the acetabular cup as 35° and states no abnormalities related to the cup and stem positioning. Adverse event form regarding the second hip luxation dated (B)(6) 2013 which was treated by closed reduction is reviewed. Adverse event form regarding the third hip luxation with onset dated (B)(6) 2013 which was treated by revision is reviewed. - implantation report dated (B)(6) 2012 - x-rays dated (B)(6) 2012 - x-rays dated (B)(6) 2012 - patient treatment report lvr-hospital viersen dated (B)(6) 2012 - x-rays dated 05.12.2012 - x-rays dated 29.01.2013 - patient treatment report lvr-hospital viersen dated (B)(6) 2013 - x-rays dated (B)(6) .2013 - x-rays dated (B)(6) 2013 - patient treatment report lvr-hospital viersen dated(B)(6) 2013 - surgery report by dr. Jonen dated(B)(6) 2013 - x-ray dated (B)(6) 2015 devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear not possible -> no such issue was reported. - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) => possible, 35° inclination angle is slightly lower than the suggested range (40-45°), which could have had a contribution to dislocation - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible -> correct components were selected. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, cant be confirmed, therefore cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => possible, cant be confirmed, therefore cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity => possible, it is not reported, however cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> product combination was allowed. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> IFU provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible -> DHR of the product shows released components met all requirements to perform as intended. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => possible, cant be confirmed, therefore cannot be excluded. Conclusion summary patient experienced third dislocation after 1 year 3 months in-vivo time and revised 1 month after the last dislocation where the cup, liner and head were replaced. The x-ray received confirms the reported event. Probably while bending forward, the patient suffered a re-dislocation of the left hip on (B)(6) 2013, confirmed on the present x-ray documentation. After easily described reduction the revision surgery was indicated. The subsequent present x-ray documentation hip shows a correct repositioning result. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Intraoperatively, no dislocation tendency was established during the primary surgery when tested appropriately. Clinical data for the period between the primary implantation and the first dislocation event were not available. In about 36% of cases, the lateral transgluteal approach with consequent weakening of abductor function is considered to be a cause of hip dislocation. However, to what extent this risk has played a role cannot be reliably assessed based on the available medical reports. The first traumatic hip dislocation on(B)(6) 2012 has predominantly probably led to the damage of stabilizing soft tissue on the left hip joint. Hence, the resulting insufficient tissue tension might have increased the risk of a re-dislocation. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is(B)(4).

Event description:
No change to previously reported event.